Event description:
It was reported that the "device was pumping improperly, weakly/fixed price¿. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was confirmed through functional testing. The cause of the reported issue was a defective pump. The pump was replaced to correct the issue and functional tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.